Manufacturer narrative:
Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side pain, stiffness/ hardness. Later, patient reported "leaking, swollen and hard." Via MRI. Device remains implanted.

Event description:
Patient reported left side "pain, stiffness/ hardness"; singulair prescribed. Later, patient reported "leaking, swollen and hard." Via MRI. Patient later reported "sitting like liquid and wasn't sitting well". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.